Event description:
The catheter kinked in the artery during the procedure. Two separate catheters were used and both kinked. One more severely than the other. There was no adverse pt effect and the dr did not take any interventional action.